Manufacturer narrative:
Based on the results of the investigation, it is possible that a high-energy treatment device (such as a high-frequency device) was used without ensuring a sufficient distance from the tip. However, a definitive root cause was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the scope exhibited burns on the metal tip. There were no reports of patient involvement.